Manufacturer narrative:
Siemens reviewed the limited data provided by the customer. There were 20 d39 obstruction errors such as numerous bubbles in the sample or bubbles in the co-ox samples, insufficient sample, etc. The fluidics on the cartridge were generally poor with several d23 fluidic errors and many "additional wash required" messages in the events log. The poor fluidics and clot errors may have caused a lingering clot during the suspect analysis times (back to back samples) or poor washing. There were no r1 files provided, nor comparative results so further analysis cannot be performed. The cartridge was not returned for investigation. Root cause for this event cannot be determined.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Siemens has requested the data logs to be returned for investigation. The root cause of this event is unknown.

Event description:
The customer reported a discrepant total hemoglobin result from the rp 500 when compared to the result from a non-siemens lab anylyzer. There was no report of injury due to this event.